Manufacturer narrative:
Correction: date of this report in MDR follow up #1 is being corrected from blank to 06/23/2021.

Manufacturer narrative:
F2: in the initial MDR is being corrected from asku to blank as this MDR is not a user facility/importer report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported this event to the FDA through medwatch: mw5101149. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump was involved in "improper shutdown" during therapy of continuous norepinephrine programmed at 40 mcg/min. It was reviewed in the history log that the pump was running on battery power while it was connected to an electrical outlet. It was also stated that the "nurse noted a change in the patient's heart rate and blood pressure; both decreasing". The pump allegedly generated an alert for improper shutdown that was "recognized immediately" by the clinicians, and a different pump was used to continue infusion therapy. The patient's heart rate and blood pressure were stabilized "quickly after a dose of epinephrine and restart of norepinephrine continuous infusion". A history log indicates: ¿pump on ¿ pwr stat: batt; battery low alert¿ given and one minute later ¿pwr stat: batt improper shutdown alert¿ given." Corroded electrical pins and battery contacts were also noted. No additional information is available.